Event description:
During evaluation of a returned spectrum pump, the device turned on then right back off when attempted to power on. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device turned on then right back off when attempting to power on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the I/o board. The I/o board required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.